Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss and frozen screen. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and customer was not able to clear the alarm. No harm requiring medical intervention was reported. Mmt-1884 device was returned for the analysis.

Manufacturer narrative:
The pump passed the displacement test, sleep current measurement, and active current measurement test however, pump error 75 alarm was triggered during the self test. Successfully downloaded the trace and history files using thump. A review of the pump history and diagnostic trace files reveal there were six (6) pump error 25 alarms and two (2) pump error 75 alarms that occurred, listed below: pump error 25 alarms: (B)(6) 2024 23:40:00.000 fault number: power error alarm (25) line number: 2195 file number: 33. (B)(6) 2024 03:40:00.000 fault number: power error alarm (25) line number: 2195 file number: 33. (B)(6) 2024 07:40:00.000 fault number: power error alarm (25) line number: 2195 file number: 33. (B)(6) 2024 11:40:00.000 fault number: power error alarm (25) line number: 2195 file number: 33. (B)(6) 2024 15:40:00.000 fault number: power error alarm (25) line number: 2195 file number: 33. (B)(6) 2024 19:40:00.000 fault number: power error alarm (25) line number: 2195 file number: 33. Pump error 75 alarms: (B)(6) 2024 20:10:10.000 fault number: power supply test alarm (75) line number: 434 file number: 37. (B)(6) 2024 20:14:49.000 fault number: power supply test alarm (75) line number: 434 file number: 37. The pump was cut open for a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2) with corrosion build-up on the j6 (internal battery) and j7 (primary battery) connectors of pcba 1. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, cracked battery compartment, and pillowing keypad overlay. Unexpected battery power loss, pump error 25 alarms, and pump error 75 alarms are all confirmed due to moisture damage on the electronics. Frozen display is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.